Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl. Customer was treated with food for low blood glucose level. Customer was using auto mode at the time of incidence. Customer reported that they received update sensor and calibration not accepting alert. Customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.